Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024, which is off-label usage of the device. Date of event is an approximation. On (B)(6)2024, the patient¿s cgm was reading 70 mg/dl and would then drop to 45 mg/dl. However, the patient was asymptomatic. No bg meter reading was taken at this time. The patient self-treated with a piece of candy. After this, the cgm device increased to 75 mg/dl but then dropped back down to 45 mg/dl. The patient then self-treated herself with peanut butter, and the cgm did the same thing; it would raise a bit and then drop again. At this point, the patient called a friend to take her to the emergency room (ER). At the ER, the patient¿s bg meter reading was ¿more than 500 mg/dl¿, and she was treated with unspecified IV fluids. She also had a urine test done to test her kidney function. The patient was discharged home approximately three hours later when her bg meter reading was 250 mg/dl. Once at home, the patient changed her sensor. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).